Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that few days post implant of the right atrial (ra) lead, the patient experienced pulse rate increase. Though there were no changes in blood pressure, drainage was carried out at the physician's discretion because it was concerned about slight amount of pericardial effusion that was detected by electrocardiogram (ECG). It was confirmed that slight amount of pericardial effusion it could be caused by perforation of the atrial lead. The pulse rate was increased, so that drainage was carried out just in case. The atria lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.